Event description:
Info received on 2/24/97 indicates the entire device was removed from the pt on 2/24/97 and replaced due to fluid loss.

Manufacturer narrative:
Pump performed within specifications. Cylinder had or damage. Cylinder was functional. Tubing was functional. Tubing had or damage.